Manufacturer narrative:
¿ Updated b5, d4, d9, h4 ¿ h3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. H6: the evaluation codes have been updated for this event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. The cause of the event was determined to be a problem with the device, as the surgery proceeded smoothly after the device was replaced. The reported issue described the tip end as opening in an "eagle beak-like shape," meaning the tip was not open and instead had burrs and barbs. The pipeline had been placed in a vessel bend when it failed or was incomplete to open. Despite multiple attempts, including resheathing and use of wire, catheter, or balloon, the result remained unsatisfactory. The inner vascular lining was damaged, but the patient did not experience any adverse event or injury related to this. There was no patient, therapy, or procedure issue identified. The lesion had a tumor neck size of 5 mm.

Manufacturer narrative:
H3 ¿ analysis: ¿ as found condition: the pipeline flex was returned inside the inner pouch, biohazard bag, and shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The braid's distal end was not open and frayed. The proximal end of the braid was opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. No other anomalies were observed. ¿ conclusion: based on the returned device, the customer complaint was confirmed, as the braid's distal end was not open and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, a damaged braid, or deployment of the braid in the vessel bend. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the distal end of a pipeline device failed to completely open. The patient was undergoing surgery for treatment of an aneurysm located in the c5 segment. The angiographic result post procedure showed no issues. It was reported that the lesion was a c5 segment aneurysm, treated with the implantation of ped-450-20. The product was delivered to the stent catheter after thorough hydration according to the instructions. During the deployment of the dense mesh stent, the tip end opened in an eagle beak-like shape. Multiple angiographic and rotational fluoroscopic observations from different angles were performed, but the results were still unsatisfactory. The surgeon made several unsuccessful attempts and considered that the patient's vascular endothelium might have been damaged after multiple attempts. The stent was then removed, and another stent was used instead to successfully complete the surgery. It was indicated that all devices were prepared as per the instructions for use (IFU).